Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed via radiographs reviewed by a health care professional. No product was returned; visual and dimensional evaluations could not be performed. Visual inspection of the explanted product identified bio debris on the shell porous surface. The head assembled with bearing and dual mobility liner identified blood on the devices from removal. Review of the device history records identified no (related) deviations or anomalies during manufacturing. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product was requested but not returned by hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: part 163662/ mod hd std neck tp1 taper/ lot # 752810, part # unknown/ unknown stem / lot # unknown , part #ep-200156/ act artic e1 hip brg/ lot # 376350, part# 110024466/ g7 dual mobility liner 50mm h/ lot# 392790, part# 00625006550/ bone scr 6.5x50 self-tap/ lot# j6801146. Report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2021 -03098, 0001825034 -2021 -03099.

Event description:
It was reported that patient underwent a hip revision 6 months post implantation due to cup not obtaining biological fixation. Metallosis was noted. Attempts have been made and additional information on the reported event is unavailable at this time.